Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Lot review not currently available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete expiration date not available.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure their truespan 12 degree peek did not fire properly, when the device was moved to implant the second implant the first implant did not hold and pulled out. The sales rep stated that the knee space of the patient was tight which made it difficult. The procedure was completed by re-positioning with another like device with no harm to the patient or delays to the case. The surgeon fully depressed the trigger until the click and the tip of the needle was in scope view. The surgeon did penetrate the meniscus all the way to the depth stop. The sales rep stated that the device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the truespan¿s first implant failed to secure in the back of the meniscus after deployment. A new like device was used to finish the procedure. The sales rep did state the joint was tight, which could¿ve cased the failure, however this cannot be determined. The DHR review indicated that this batch was processed with one incident, however, this event is not relevant to the complaint condition since it concern a maintenance operation on equipment warnings therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Expiration date updated. Date of manufacturer updated. UDI:(B)(4).